Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, d8, e4 (remove erroneous entry from initial report), g2, h6: clinical codes, medical device problem code, component code, investigation conclusion. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report #1 of 2 for this event. As reported by the legal brief, this patient underwent a right total knee arthroplasty. Subsequently, eight (8) years later the patient experienced daily pain and discomfort. As a result, the patient underwent a right knee revision. Additionally, it was reported, following the right knee revision, the patient continues to experience significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss and other injuries presently undiagnosed. No additional information is available.

Manufacturer narrative:
Concomitant medical products: logic cr femoral cem right sz 3, cat#: 02-010-03-0330, serial#: (B)(4), lgc tibial fit tray cem sz 3f/3t, cat#: 02-012-45-3030, serial#: (B)(4), three peg patella 35mm, cat#: 200-02-35, serial#: (B)(4). (As reported by the legal brief, on or about (B)(6) 2012, patient underwent a right total knee arthroplasty due to osteoarthritis in his right knee. Subsequently, on or about (B)(6) 2020, the patient underwent a right knee revision due to a failed right total knee arthroplasty. Following the revision surgeries, the patient "continues to be limited in his activities of daily living, and experiences daily pain and discomfort in both his left and rights knees." Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
As reported by the legal brief, on or about (B)(6) 2012, patient underwent a right total knee arthroplasty due to osteoarthritis in his right knee. Subsequently, on or about (B)(6) 2020, the patient underwent a right knee revision due to a failed right total knee arthroplasty. Following the revision surgeries, the patient "continues to be limited in his activities of daily living, and experiences daily pain and discomfort in both his left and rights knees."